Event description:
During the implant procedure, while using the inspire tunneler, the external jugular was pierced crossing over the clavicular notch and the patient experienced bleeding. Physician made a separate incision, located the bleeding, used cautery, and tied it off. This resolved the issue.